Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was inserted into the was. The closure device was deployed and a full recapture was required. It was noticed that one of the distal tines on the closure device was sticking out 90 degrees from its intended position. The closure device was difficult to fully recapture, but was eventually recaptured and removed from the patient. A second 27mm watchman laa closure device was used but the closure device was unable to be fully expanded when deployed. The closure device was successfully recaptured and removed from the patient without any issue. A non-boston scientific laa closure device was implanted. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman delivery system. The device was bloody, and the implant was inside the sheath. The implant was deployed during lab analysis. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, core wire was damaged (flattened and bents) starting 16mm from the distal end (of core wire) and for a length of 22mm, tip damage (tricuts flared/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defects. The implant could not be properly recaptured due to the damage to the implant anchors, making recapture difficult and/or problematic.

Manufacturer narrative:
Device evaluated by MFR. Update: the returned product consisted of a watchman delivery system. The device was bloody, and the implant was inside the sheath. The implant was deployed during lab analysis. Analysis of the implant, core wire, tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath, core wire was damaged (flattened and bents) starting 16mm from the distal end (of core wire) and for a length of 22mm, tip damage (tricuts flared/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the rest of the device found no other damage or defects. The implant could not be properly recaptured due to the damage to the implant anchors and core wire, making recapture difficult and/or problematic. The reported frame/tynes (tines) damage was not confirmed. The reported difficulty recapturing the implant was confirmed via the core wire damage. Media review: a still fluoroscopy image received by boston scientific were reviewed by a sr. Medical director. This single fluoroscopy shot showed a watchman sheath with the watchman 2.5 device visible inside the distal part of the sheath. Two struts of the device extended outside of the sheath. Given that the device was only partially recaptured in this image with the distal struts extending outside of the tip of the sheath, it is possible that distal struts flare out a little. There was no unusual angle of these struts visible. Based on the available media, the alleged 90-degree angle of a distal strut cannot be confirmed and the cause of the difficulty to recapture the device cannot be determined.

Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was inserted into the was. The closure device was deployed and a full recapture was required. It was noticed that one of the distal tines on the closure device was sticking out 90 degrees from its intended position. The closure device was difficult to fully recapture, but was eventually recaptured and removed from the patient. A second 27mm watchman laa closure device was used but the closure device was unable to be fully expanded when deployed. The closure device was successfully recaptured and removed from the patient without any issue. A non-boston scientific laa closure device was implanted. There were no patient complications.

Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was inserted into the was. The closure device was deployed and a full recapture was required. It was noticed that one of the distal tines on the closure device was sticking out 90 degrees from its intended position. The closure device was difficult to fully recapture, but was eventually recaptured and removed from the patient. A second 27mm watchman laa closure device was used but the closure device was unable to be fully expanded when deployed. The closure device was successfully recaptured and removed from the patient without any issue. A non-boston scientific laa closure device was implanted. There were no patient complications.